Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer mentioned that they were having issues with the insulin pump. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's blood glucose was 270 mg/dl at the time of call. The customer stated that the low blood glucose was treated during hospitalization. The insulin pump will not be returned for analysis.